Manufacturer narrative:
Philips service replaced the defective ip pc and reconfigured the system. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that the system failed to power up, with all leds flashing on the control panel, due to a defective ip pc on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.